Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) due to device was flipped more than 10 times causing loss of slack in all leads. Patient is believed to have manipulated device multiple times. The lead was surgically repositioned, but physician was unable to get the lead freed from its placement. This device remains in service. No additional adverse patient effects were reported.